Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 551-600 and lost consciousness. The customer was taken to the emergency room and was subsequently hospitalized on (B)(6) 2022. Elevated bg cause was unknown. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (u-500) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.